Manufacturer narrative:
Customer reported they have been experiencing sporadic low adhesion with 1683ns tegaderm IV advanced securement dressings. In the past month, she reported an increase in PICC dislodgements. They usually have 1-2 per month and in the last month, they had 6 reported dislodgements. Customer stated she did not know if the rise in dislodgements were related to the dressing. Three lot numbers were reportedly associated with this report: 2018 12 jc: expiration date 12/29/18, manufacturer date: 12/ 29/2016 2018 11 ke: expiration date 11/29/18, manufacturer date: 11/29/2016 2018 10 jh: expiration date 10/29/18, manufacturer date: 10/29/2016 3m quality engineer investigated the lot numbers provided and they all met specifications before the product was released. A complaint history was reviewed and no other complaints were identified for these lots of dressings. Customer sent three kits containing 1683ns IV advanced securement dressings. The sample dressings in the kits were as follows: (1) 1683 lot 2018-12 jc & (2) 1683 lot 2019-02 jd. The samples were tested and the carrier, border and film adhesion were consistent with our product data for eto sterilized kits which would be processed through OEM kit manufacturers. There have been no product changes since the launch of the product.

Event description:
A nurse reported they have experienced sporadic low adhesion and an increase in catheter dislodgements in past month when 1683ns tegaderm IV advanced securement dressings were used to secure peripherally inserted central catheters (piccs). An increased frequency of dressing changes has been needed. In some instances the PICC catheter required replacement.